Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The cause of the high bg was unknown. A correction bolus was delivered to address elevated bgs. Reportedly, the customer changed the infusion set and cartridge to resolve the issue. No issues were observed with the cartridge or infusion set.